Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Simulated use testing was performed, and the device did not prime. Visual inspection revealed that the vents were blocked with dried solution. The reported condition was confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: visual inspection showed that the vent was blocked with dried solution. The customer indicated that they were not sure if the set was primed as per instruction. If primed incorrectly, vents can become ¿wetted¿ by infusate which can inhibit or block air passage through the vent causing the set to not flow, however the root cause as to how the vent became wetted could not be determined. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and is currently in the process of being evaluated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the filter of a 1.2 micron extension set became plugged, blocking flow. This occurred during patient infusion of clinoleic. The reporter stated that, before the infusion, the set was able to be primed, although they were not sure whether the priming technique was per baxter¿s instructions. There was no patient injury or medical intervention associated with this event. No additional information is available.